Event description:
It was reported the programmer does not work. The screen displayed a rainbow and the logo never showed up. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported screen issue; when programmer was first turned on, the screen was distorted with lines. Using an external monitor, was able to read. The programmer was turned off and on and the screen came up but it locked up and could not select anything. Hard drive found out of electrical specification. (B)(4).